Event description:
Spoke with pt's mother, regarding pump ms3 ms (B)(4). Stated she does not get the start delivery option. Mother stated that they are able to load the cartridge. The pump author asked how often the battery is being changed and mother stated with every other mix. Advised to change battery in both pumps every 3 days. Shipping replacement pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.